Event description:
It was reported that during a laparoscopic appendectomy procedure the stapler was fired no staples were present. There was a leak at the cecum which extended case (1) hour. Case completion unknown. Futher patient consequence unknown.